Manufacturer narrative:
He device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the device interacted with anatomy or a bend / prolapse in the guide wire and cause the anatomy to change with the pressure preventing the device foot from inserting through the access site. The mechanical jam to the foot then occurred due to the foot in the access site. The manipulation of the device in the anatomy likely stripped the posterior needle tip from the needle shank inducing the mal position of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device mentioned in b5 is being filed under a separate medwatch number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device following a diagnostic catheter procedure performed with a 6f sheath. Reportedly, during insertion of the first proglide device, significant resistance was encountered. An attempt was made to deploy the device but the foot plate lever couldn¿t be lifted. The device was removed, and it was observed that the suture had released from the device. A second proglide device was then introduced; resistance was again noted with insertion and lifting the foot plate lever. The device was deployed; however, a cuff miss (suture retrieval issue) occurred. Manual compression was applied to achieve hemostasis. There were no adverse patient effects and no clinically significant delay to the procedure or therapy. No additional information was provided.